Event description:
A lead extraction procedure commenced to remove leads in the right ventricle (rv), right atrium (ra), and 2 in the left ventricle (lv), due to bacteremia. The rv, ra, and one lv lead were extracted successfully. The last lv lead was being extracted with a spectranetics 14f glidelight laser sheath; however it was reported that it was difficult to follow the path of the lead, but still removed successfully and subsequent to the extraction of all the leads, a transesophageal echocardiogram (tee) was performed. The tee showed an effusion and then the patients blood pressure dropped. Rescue intervention commenced and a pericardiocentesis was performed with no success. It was then that they performed a sternotomy in order to find out where the bleeding was coming from. It was discovered that there was a tear in the coronary sinus and it was repaired successfully. The patient received 4 units of blood during the procedure. The patient survived the procedure.